Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to deploy the stent in the bile duct, the suture did not release and the stent could not be deployed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of guide catheter broken. The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent component. The suture hole of the push catheter was found torn. The proximal end of the push catheter was buckled. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was found stuck on a guidewire and could not be removed. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.